Event description:
It was reported that the patient with this device went to the emergency room with an arrhythmia. Technical services reviewed the electrograms. The patient had a heart rhythm with a wide intrinsic complex. There was some undersensing. It appeared that chest compressions were occurring during the stored untreated episode. The caller does not know if external shocks were given. Technical services concluded that there may have been ventricular fibrillation with no shocks given. The device sensing vector was set to the secondary sensing vector at the time of the event. Technical services offered to review the event further when the device session data becomes available. There were no additional adverse patient effects. The system remains implanted.